Event description:
It was reported that during a prostate procedure when the laser was powered on error 213 and 302.13 appeared. The laser was restarted and the errors reappeared. The doctors decided to continue the procedure without the laser. No injury was reported.